Event description:
The user facility reported that during an unspecified therapeutic procedure the tip of the sonosurg probe broke off and fell inside the patient . The broken piece was retrieved from the patient using an unidentified device during the same procedure. It is unknown if the procedure was completed using a different device. There was no patient injury reported.

Manufacturer narrative:
A portion of subject device referenced in this report was returned to olympus medical systems corporation (omsc) for evaluation but the broken tip was not returned. The evaluation of the returned portion of the device found no scratch at the broken point of the (B)(4). The exact cause of the user's experience could not be conclusively determined; however, user technique cannot be ruled out to be a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.